Event description:
Following an interventional catheterization procedure, the physician attempted arteriotomy closure tsl6 fr device, but the needles did not capture any suture upon deployment. The physician attempted to remove the device from the artery but was unsuccessful. The physician attempted to reposition the foot and actuate the lever, but the device to reposition the foot and actuate the lever, but the device would still not retract. The patient was sent to surgery. The surgeon removed the device, noting a lot of scar tissue at the site and speculating that there might have been some exploration or a prior incision. Upon retrieval of the device, it was noted that the distal guide was separated from the proximal guide. The patient recovered without further injury.